Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing far-r oversensing during an episode of vf. Patient was asymptomatic. Programming changes were recommended. Patient will continue to be monitored.